Event description:
A medtronic representative reported that while on the navigate screen in a cranial tumor resection the system unexpectedly exited and went to a black screen with a "no signal" message. It was noted that the surgeon was not actually navigating at the time. A re-boot of the system returned it to proper navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the initial power on successful. Ram cards secure. Launched cranial application and approximately 10 minutes later the system goes to black screen. Re-start system and display returns. Inspection reveals vgc cooling fan not running; cooling fan power cord has come disconnected from its jack on the card. Secure connection. Cooling fan now operable. System running properly for an extended time period. A medtronic representative, at the site, reports that the system computer was replaced and all software updated to correct version. System tested with all probes in each application. Multiple registration types performed. Dicom network communication tested and verified. Performed a navigation system check-out, all areas passed.